Event description:
(B)(6) customer initially called regarding high readings on the contour xt. The complaint did not meet the criteria to be reported at that time. The customer returned the test strips for evaluation.

Manufacturer narrative:
One bottle containing 3 strips was returned for evaluation. A 120mg/dl blood sample was run with one strip and the reading was 282mg/dl. The comparison between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. A second strip gave an e11 error with control. Retention reagent gave satisfactory results. The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.